Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were checking their implantable neurostimulator (ins) with the programmer directly on the ins site, and saw a power on rest (por) screen. They were getting a poor communication screen with the antenna attached, since the week prior to the report. The year prior to the report, the patient said their doctor tested their battery and told the patient they "have lots of battery left in the ins". There were no patient symptoms reported. The patient will follow up with a healthcare provider (hcp). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.